Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a recurring failed battery test alarm and a motor error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the failed battery test alarm recurred after battery has been changed and battery cap has been replaced. Customer also mentioned to have received a motor error alarm during rewind process. Customer also reported that the insulin keypad were unresponsive. No troubleshooting was performed on all issues. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.